Manufacturer narrative:
The insulin pump up arrow button did not respond due to flattened button dome switch. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported the customer had a keypad anomaly. Customer stated their up arrow button was unresponsive. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.